Event description:
Two months after breast augmentation pt experienced piercing pain beginning in the shoulder of left arm causing immobility. The pain then switched to right arm after short period of time and would continue alternating arms from then on. During this time constant fatigue ensued along with joint, bone, and muscle pain which led to complete disability within fifteen months. New symptoms appeared almost daily and did not lessen until saline breast implants were removed two years after augmentation. Symptoms included extreme joint and muscle pain, heart palpitations, hair loss, breathing problems, chronic fatigue, burning ribs, breasts and nipples, trouble swallowing, bad foot pain, brain fog, night sweats, cold hands and feet, movement restricting stiffness in joints, crawly feelings, changes in vision, dizziness, intolerance of bright lights and sunlight, muscle tremors, chemical sensitivities, weight gain, calculation difficulties, memory disturbance, optic neuritis, severe muscle weakness, numbness and tingling in feet, hands, and arms, swollen red hot joints, problems with balance/gait, depression, anxiety. Was diagnosed with rheumatoid arthritis, fibromyalgia, ankylosing spondilitis, chronic fatigue syndrome, optic neuritis and osteopenia. After saline breast implants were removed hair loss stopped immediately and all symptoms lessned; however, pt is still disabled and in a lot of pain despite pain medication.